Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79. (B)(6).

Event description:
The customer reports that one patient sample generated architect anti-hcv assay results of (B)(6) on an architect i2000sr analyzer. The sample was also tested on the (B)(6) platform and generated reactive results of (B)(6). (B)(6) results by pcr and results generated by an (B)(6) were (B)(6). The patient is a (B)(6) male diagnosed with aplastic anemia and has generated multiple (B)(6) results on the (B)(6) platform in 2017. The customer is questioning the architect results. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were found, which may have impacted the performance of the product. No returns were made available from the customer site. Analytical sensitivity of this assay was evaluated using an in-house retained reagent kit of lot 81123li00, which contains the same bulk material as regent lot 81119li00. Two seroconversion panels along with a positive control were tested. The sensitivity panel and positive control values met specifications and the results were in typical ranges and no false non-reactive results were obtained. Clinical sensitivity was also evaluated using an in-house retained regent kit of lot 81123li00 using two commercially available seroconversion panels. All specifications were met indicating that the sensitivity performance is not adversely affected. The architect anti-hcv assay package insert contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.